Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations; the physician felt the device should have lasted longer than three years based on how the device was programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products. 4469 boston scientific lead. 4517 boston scientific lead, implanted: (B)(6) 2008. (B)(4).